Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a skin irritation while wearing the pod longer than 48 hours in the abdomen. Patient reported having a full body rash. It is unclear if the rash was related to the infusion site. Patient removed the pod prior to seeking medical treatment. The patient's physician prescribed steroids.